Event description:
Customer reported a hospitalization due to low blood glucose levels. The blood glucose reading at the time of hospitalization was approximately 90 mg/dl. Customer stated he does not think the cause was the fault of the insulin pump but possibly due to user error. During the call, the blood glucose reading was 123 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.